Event description:
It was reported that the coil had to be snared out. A .035 interlock 2d 4mm x 10cm was selected for use in an embolization of the internal iliac artery to treat a pelvic bleed. Resistance was noted while the coil was advanced, so the physician opted to stop and retrieve the coil. The coil was able to be retrieved for a few centimeters, and then it was observed that there was no resistance while retracting the delivery wire. At this point, the coil had detached inside the vasculature. A second access site on the opposite groin was obtained. Vascular snares and microsnares were used to remove the coil. A new device, same model, was used to complete the procedure. The procedure took longer than anticipated and the patient experienced discomfort.